Event description:
It was reported that the device displayed an error code 46011. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: updated h3: one device was received for analysis. The service history review had no indication that the complaint was related to the service of the device in the last 12 months. Visual and functional tests were performed, and upon turning on the device, the error code appeared which confirmed the reported issue. The mainboard was replaced to fix the issue. Further investigation found a buckling upstream occlusion (uso) seal and was replaced. The downstream occlusion (dso) seal was also replaced as a preventative measure. The dso/uso sensors were calibrated, and the device then passed all tests after the repairs.